Event description:
It was reported that the right ventricular (rv) lead exhibited a history of high threshold as well as intermittent loss of capture. The pace/sense portion of the lead was capped, and a pacing lead was implanted. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).